Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e117 occurred due to system service division hard drive failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the event occurred before any procedure (no patient involved).

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the top cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that when turning on the device, an e117 otv error code was received when using the camera control unit. There were no reports of patient harm.